Event description:
It was reported that a pump has not worked for days, no disposable clamp tubing, and several other two tone alarms. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Catalog number, UDI number, and lot number is unknown; no information provided to date.